Event description:
Got a phone call from notal vision to call my retina specialist asap because I had abnormal results indicating a retinal problem and that these results dated back to january and had been sent to my specialist. I saw my specialist later that week and she saw no changes in my retina. Nor could my specialist find any emails from notal vision(foresee home). I'm concerned about this false positive and how many such false + are being generated by this device. I was quite anxious until my specialist saw me both my time and her time were wasted by this false +. I saw my retina doc on that friday and had to have both my eyes dilated, have ocular tomography and then a slit-lamp exam.